Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that per the interventional cardiologist and vascular surgeon's assessment, the patient was on chronic steroids and was a poor candidate for closure, not blaming the mynx on situation. (B)(4). Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported on 01/23/2015: on an unknown date, an elderly obese patient underwent an interventional coronary procedure with common femoral artery access. A mynxgrip (6f/7f) vascular closure device was prepped and deployment per the IFU. Hemostasis was not achieved, a hematoma formed. Manual compression was applied for 2 hours for hemostasis. The patient was sent for surgical consultation. A us exam was not definitive, so the surgeon did an exploratory surgery. While the site was open, the surgeon removed the blood that had accumulated in the space (the hematoma) prior to hemostasis. The patient recovered well with no other complications. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure. Additional information: per the interventional cardiologist and vascular surgeon, the patient was on chronic steroids and was a poor candidate for closure and they are not blaming the mynx for the reported event. Sheath size: 6f.